Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the damaged charged coupled device was unable to be identified. Additionally, it's likely the light transmission became lost or too low because the light guide bundle of the video cable section was broken. A root cause was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a damaged charged coupled device, the light guide bundle of the video section was broken, and the transmission light was lost or too tight. There was no patient involvement.